Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ blunt filter needle there was an issue with outer packaging of three cannulas was already open after separation.

Manufacturer narrative:
H.6. Investigation: 3 samples were received for evaluation. All three have poor bottom-top packaging web sealing therefore failure mode is verified. This was due to a variation during the multivac packaging process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported with the use of the bd¿ blunt filter needle there was an issue with outer packaging of three cannulas was already open after separation.